Event description:
The customer reported being in the emergency room due to high blood glucose and ketones. The customer stated that she had breakfast and took insulin, but the customer noticed that her insulin pump was on prime mode. The customer's blood glucose was treated and she was released the same day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.